Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, guide catheter: hyperion. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion that was heavily tortuous, moderately calcified and 99% stenosed. The lesion was pre-dilated with a non-abbott 2 x 15 mm balloon dilatation catheter (bdc) but could not be fully dilated due to the calcified vessel. For additional dilatation, an nc trek rx 2.5 x 15 mm bdc was advanced to the target lesion with resistance felt and crossed with difficulty. During the first inflation, the balloon ruptured at 6 atmospheres. The device was removed outside the anatomy to confirm the balloon rupture and was replaced with a non-abbott 2.5 x 15 mm balloon catheter, which was inflated without issue. It was reported that there was no resistance during removal of the protective sheath and the device was prepped according to the instructions for uses. The procedure was successfully completed after a xience alpine 3.0 x 28 mm stent was implanted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.